Event description:
It was reported that this right ventricular (rv) lead was an explanted due to a probable lead fracture; the safety switch was activated, with lead impedance >3000 ohms and no capture. A new lead with the same model was implanted. No additional adverse patient effects were reported.